Manufacturer narrative:
Unit received with white screen due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unit also received with cracked retainer. No cracks on display noted during visual inspection. Unable to perform displacement test due to white display screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was cracked. Customer's blood glucose was 140 mg/dl. Insulin pump would need to be replaced.